Event description:
(B)(4) patient (B)(6) was treated for a right m1 mca occlusion on (B)(6) 2009. The vessel was successfully opened to a timi 2, and the procedure was terminated without incident. Follow up imaging revealed an asymptomatic petechial hemorrhage which was deemed not serious by the lead investigator. The bleed was rated as being possibly related to the penumbra system and the angiographic procedure. During a monitoring visit to the site on (B)(6) 2010, dr. (B)(6) explained that the "possible" relationship to the penumbra system and procedure was justified through being unable to exclude any possibility of what caused the hemorrhage - although this is what would be considered hemorrhagic transformation. This event was originally reported to quality on (B)(4) 2012. At that time the relationship between the event and the penumbra system was not clear due to a discrepancy between the opinion of the treating physician's at the hospital. When the data was reviewed in (B)(4) 2012 at the close of the study, the clinical edc entry for this event was reviewed and no changes in the original decision had been made during site close-out therefore the possible relationship to the study device as described above still stands.

Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. As this patient was enrolled in the post-market study, (B)(4), the event was not discovered until later data collection and the sponsor reviewed the final data entry discrepancies during study close out. Final clarification of the event and relationship to the system was evaluated and the relationship to the device remains "uncertain." Devices not retained by hospital.